Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels appeared on the edge of the noise mask. The user stopped the laser and the blue pixels did not completely dissipate. There were no patient complications reported in relation to this event.